Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient "went down" and was shaking when implantable pulse generator (ipg) was interrogated. It was also reported that the patient's heart rate was one hundred and ten. The ipg remains in use. No further patient complications have been reported as a result of this event.